Manufacturer narrative:
Device serial number was requested but not provided. Manufacturer's investigation conclusion the reported event of a no external power event was confirmed via log file analysis. A review of the event log file contained data spanning approximately 10 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 from 6:42:41 ¿ 6:42:44 and 6:59:46 ¿ 6:59:49, power cable disconnect and low power hazard alarms activated due to losses of ac power while connected to the mobile power unit (mpu). At 6:42:45 and 6:59:50, the alarms transitioned into no external power alarms. The alarms cleared in both events once ac power was restored. The backup battery was able to provide power to the system during the events. Pump operation was not affected. There were no other notable alarms active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Per the provided information, the patient does not know what happened during the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no external power events while connected to mobile power unit (mpu) on (B)(6) 2023. The low voltage hazard events seen are the result of slow discharge of the mpu capacitors when the mpu suddenly loses ac power. The controller does switch appropriately to the emergency backup battery (ebb) when external power was lost.